Event description:
It was reported that the collet would not hold 3.2 mm pins. This was found prior to surgery and another device and completed surgery. There were no adverse consequences or delays related to this event.

Manufacturer narrative:
The device was returned to the manufacturer and it was determined that the root cause of the pin sticking is due to the wear and flaking of the impreglon coating. This coating is used inside of the collet to prevent the pin from sticking. This report will be updated if additional info from the investigation is received.